Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Sample evaluation: the tumescent pump was received by supplier, nouvag USA, inc., for evaluation. A defect was found, old model of safety drive key which caused the pump failed to operate which caused the pump failed to operate; confirming reason for call.

Event description:
Customer states that when the tumescent infiltration pump is being used it is ok, but when the foot pedal is released the fluid continues to come out. After further request for information it was determined that the tumescent infiltration pump was not connected to the patient.